Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary problems. It was reported that patient underwent revision of mesh on (B)(6) 2009 by dr. (B)(6) at (B)(6) center. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017 patient codes: (B)(4) incomplete bladder emptying, (B)(4) atrophic vaginitis it was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.